Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported the pump "making noises and would shut down." No additional information was provided. There was no reported adverse impact to the customer's blood glucose level.